Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hypoglycemia. On (B)(6) 2020. The customer blood glucose level was unknown at time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with food for low blood glucose. The insulin pump exposed to strong magnet.the insulin pump will not be returned for analysis.